Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro user noticed an excess amount of smoke in the tunnel. He removed the harvest cannula and observed the jaws of the bisector were not releasing and the heating elements remained closed. The harvester removed the device from the sterile field, opened a new vh-3000 and finished harvesting the saphenous vein. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). On 12/14/2018- further investigation was conducted with the presence of engineers. The tool handle was opened to examine inner components. It was observed that the control rod can be pulled out from the tool shaft. This indicates a weld failure between the tip of the control rod and the yoke. An examination of the inner parts of the jaw revealed that the yoke unit was detached from the tip of the control rod. Microscopic inspection showed indentations on the tip of the rod. The yoke also showed marks of welding performed. The engineers confirmed that there was a weld failure between the control rod and the yoke. This finding was referred to the department dealing with suppliers. Based on the evaluation conducted by the engineers, the analyzed failure ¿detachment of device or device component¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro user noticed an excess amount of smoke in the tunnel. He removed the harvest cannula and observed the jaws of the bisector were not releasing and the heating elements remained closed. The harvester removed the device from the sterile field, opened a new vh-3000 and finished harvesting the saphenous vein. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Heavy char and tissue was observed on the jaws, and heater wire. The heater wire was observed to be flexed away from the center of the hot jaw, but remained attached at the base and tip of the jaw. The jaws were observed to be intact. No visual defects were observed. A mechanical evaluation was conducted. When the toggle switch was activated, there was no movement of the jaws. When the toggle switch was released, no movement of the jaws were observed. No visible defects were observed to the toggle. The switch was examined. No residue or contamination was seen on the switch. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it activated when the power was switched on. The cable connection was manipulated and the device activated. There was no excessive smoke observed when the device was activated. As per the instructions in the IFU, the toggle was moved away from the most proximal position and the device turned off. The cable was disconnected and the handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined. No residue or contamination was seen on the switch. Based on the return condition of the device, the reported failure "environmental particulates" was not confirmed, but was confirmed for the reported failure "mechanical issue" and the analyzed failure "bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro user noticed an excess amount of smoke in the tunnel. He removed the harvest cannula and observed the jaws of the bisector were not releasing and the heating elements remained closed. The harvester removed the device from the sterile field, opened a new vh-3000 and finished harvesting the saphenous vein. The hospital did not report any patient effects.